Event description:
It was reported that at follow-up, noise was observed on the lead. High impedance and low capture threshold were found. Insulation defect suspected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.